Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2008; 638rl34 heart ring, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing, had noise and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.